Event description:
Hologic molecular applications specialist (mas) reported on behalf of customer some carryover contamination for their sar-cov-2 tma samples on panther instrument sn: (B)(4). Customer was new to using greiner tubes and was placing blank samples/lysis tubes at the end of the racks, but some came back positive. Customer did not upload logs, worklists, or sample ids for review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Mas confirmed no false results were reported to patients as they reran positive samples for confirmation.

Manufacturer narrative:
Customer did not send logs for review. Hologic technical support (ts) recommended a deep clean of the lab and performing monthly maintenance. Ts and hologic molecular applications specialist (mas) suggested workarounds to customer's workflow to mitigate potential contamination. Customer did not report any further issue. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua: (B)(4), aptima sars-cov-2 (eua: b)(4), and aptima sars-cov-2/flu (eua: b)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.